Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. Additional information received: new "explant" notification. A device explant has been reported. Please review this event as soon as possible. Event details: alert date: 12- jan- 2026, date of explant: on (B)(6) 2021, country of event: world, model: lxm14, device lot number: 24625, date of implant: on (B)(6) 2021. Patient details: patient identifier: (B)(6): 01155-011 site country name: united kingdom. Sex: age (at time of consent). Additional event details: was the linx explant a result of an adverse event per protocol definitions? Yes, if yes, choose the primary ae log line, start date and term: #001 29apr2021-dysphagia. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no. Other: no. If other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: no, endoscopic: no, other: no, if other, specify: blank. Were any concomitant procedures performed? Blank describe any notable observations during the explant procedure: blank. Updated "explant" notification. Updated: date of linx explant: on (B)(6) 2021 => 01. Updated "explant" notification. Updated: date of linx explant: 01 => on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. Additional information: updated "explant" notification. Updated: were any concomitant procedures performed? Blank => no.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 24625 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Mfg date: 27feb2019 additional information: additional information received 1 sept 2021, alert date: 31- aug- 2021, country of event: world, model: lxm14, device lot number: 24625, date of surgery: (B)(6) 2021, adverse event term: dysphagia. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: blank relationship to primary study procedure: blank if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: yes, dilation performed: no, indicate type of dilation? Blank, date of dilation: blank, diagnostic intervention: no, diagnostic imaging: no, drug therapy: no, observation: no, linx explant: no, other surgical intervention: no, other intervention/treatment: no, if other specify: blank, outcome: blank, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No. Event details: start date: (B)(6) 2021, alert date: 27- nov- 2025, country of event: world, model: lxm14, device lot number: 24625, date of surgery: (B)(6) 2021, adverse event term: dysphagia. Patient details: additional event details: site awareness date: 19 may 2021, end date: blank, severity: blank, is the adverse event serious? No, death: no, date of death: blank, life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: blank relationship to primary study procedure: blank if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: yes, dilation performed: no, indicate type of dilation? Blank, date of dilation: blank diagnostic intervention: no, diagnostic imaging: no, drug therapy: no, observation: no, linx explant: no, other surgical intervention: no, other intervention/treatment: no, if other specify: blank, outcome: blank. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No. Updated log line 1 - updated: diagnostic imaging : no => yes, diagnostic intervention : no => yes, date of dilation : blank => (B)(6) 2021, dilation performed : no => yes, indicate type of dilation? : blank => mechanical, drug therapy (prescription) : no => yes, linx explant : no => yes, intervention/treatment: (check 'none' or all that apply)none : yes => no. Outcome : blank => unknown. Relationship to study device: blank => probable. Severity: blank => severe. Relationship to study procedure: blank => unlikely. Start date: (B)(6) 2021 => 29 apr 2021. Updated log line 1: updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank => index. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. D6b: exact date is unk. Assumed first day of the month. Additional information was requested, and the following was obtained: what was the explant date? The date of explant is (B)(6) 2021 as per the ecrf. Site just confirmed that the date is unknown as the explant procedure was done at a different hospital.